Event description:
It was reported during atrial fibrillation (af) that there was intermittent under sensing of p waves of the right atrial (ra) lead. This was also seen in recorded atrial tachycardia (at) and af episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.